Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, after opening the catheter before starting dialysis, two cracks (across and along) were observed on the device's venous extension tube. It was stated that the outer parts of the catheter were repaired by using another kit of catheter. The device was inserted on (B)(6) 2018 and has been in place for 10 days. It was also stated that the clamps were moved to a new location after each treatment and fluid was not pushed by syringe to the closed clamp before seeing the cracks. The catheter was blocked with the cleaning agent. Only bloodlines were utilized with the device and the adapters were tightened by hand. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the venous extension tube was severed. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the severed venous extension tube of the catheter may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.